Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogging the water pipe could not be identified and root cause of the issue could not be determined, however, the customer reported that the device was only cleaned manually prior to return for repair, therefore, the device was not completely/properly reprocessed. The event can be detected and or prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection¿ ¿chapter 3 cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the auxiliary channel plug. This is attributed to failure to clean adequately. Due to the presence of the foreign material, there is no water fed through the auxiliary channel. Other observations for the device: due to wear of angle wire, bending angle in right direction does not meet the standard value; distal end cover (c-cover) is deformed; and distal end rubber coating (a-rubber) has a crack. The users complaint of the auxiliary water connection plug being clogged was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of the auxiliary water connection plug being clogged. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is foreign material in the auxiliary channel plug. This is attributed to failure to clean adequately. Due to the presence of the foreign material, there is no water fed through the auxiliary channel. This medwatch is being submitted for the reportable issue of presence of foreign material in the auxiliary channel plug as observed during device evaluation.

Event description:
Addendum feb 10 and mar 8, 2023: the customer reported event occurred during reprocessing. The device was only cleaned manually. Therefore, the device was not entirely reprocessed before the device was sent in. There is no patient involvement. There is no information available on the procedure previous to the event nor of the intended procedure.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, g3, g6, h2, h6, and h10.